Event description:
It was reported by service report that the siderail pt left does not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link assembly.